Event description:
It was reported that during an unk procedure, ligamax device miss fired a number of incomplete clips, the device was fired again and a portion of the device was expelled from the clip end. No surgical delay or patient harm was reported.

Manufacturer narrative:
(B)(4).date sent: 7/9/2026.d4: batch # unk.d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.additional information was requested and the following was obtained:2. Please clarify "the device misfired" ¿ the device did not fire complete clips or form complete clips is what I was told. 3. How did device not work? The device did not form complete clips.4. Did device jammed (not fire clips)? That may have happened as well. 5. Did device not feed clips?6. Did device drop or eject clips?7. Did device sideways feed clips?8. Did device fire malformed clips? Yes.9. Did device fire scissored clips?10. If other please specify.11. Did any part of the device (foreign body) fall into the patient? A foreign body did expel from the device but was retrieved. 12. If yes, was the foreign body retrieved? Yes and I believe was sent in.13. Were all fragments accounted for and removed? Yes.14. If not retrieved, please explain why and current location of the foreign body (if known).this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.